Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to customer¿s blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.